Event description:
Rptr initially indicated that pt was complaining of pain and was thought to have a neuroma over generator site. Revision surgery was done in 2008 to reposition the generator in order to address the possible neuroma and pain. Physician thought pt's pain could be due to emotional issues as he "couldn't find anything wrong" at the time of surgery and no neuroma was noted. Attempts to confirm whether a neuroma was present or not have been unsuccessful to date. Per pt, seizure rate has improved with vns therapy indicated unlikely device failure. All other attempts for further info have been unsuccessful to date.